Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient had a dislocation, possibly attributed to night terrors after the initial surgery. The patient underwent a revision surgery to replace the poly insert. During impaction of the poly it was noted that it would not seat despite repeated malleting of the implant. This caused the stem to subside as well as the poly to be damaged. The stem was removed and replaced with longer stem and a new poly was implanted.

Manufacturer narrative:
Corrections: h6: device codes, clinical signs code, d9: product available to stryker. The reported event was not confirmed. Since, the device was not returned for evaluation. And no other evidences were provided. The device inspection was not possible, as the product was not returned for investigation. A review of the device history, for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found, during the investigation. A review of the labeling, did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an application of excessive mechanical force, during surgery. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported, that the patient had a dislocation. Possibly, attributed to night terrors after the initial surgery. The patient, underwent a revision surgery to replace the poly insert. During, impaction of the poly it was noted, that it would not seat, despite repeated malleting of the implant. This caused the stem to subside. As well as, the poly to be damaged. The stem was removed and replaced with longer stem and a new poly was implanted.